Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the distal, middle and proximal segment of the pipeline flex braid were fully opened and no damage. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation based on the analysis findings, the pipeline flex was not confirmed to have failure to open issues. The root cause could not be determined as no damage was found with the returned pipeline flex delivery system. The pipeline flex braid was found fully opened and no damage. The customer reported that the patient vessel tortuosity was severe. It is likely that the severe vessel tortuosity may have contributed to the failure to open issue. Per our instructions for use (IFU): ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for evaluation. Correspondence has been sent out for the status of the device return. Once the device has been returned and the investigation completed, a supplemental report will be submitted. Reference MDR# 2029214-2019-00574. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the first medtronic flow diverter device did not open at middle and distal part. It was reported that performed direct carotid puncture due to proximal tortuosity. Severe distal tortuosity as well. The flow diverter would not expand at any point, even after removal from patient, technologist tried to open device, but it did not open. The flow diverter was not positioned in a bend. The flow diverter was re-sheathed and removed with the microcatheter. A second medtronic flow diverter was then placed into the patient and opened most of the way without incident. The proximal end of the second flow diverter was found to have a twist due to the tortuosity so the doctor decided that they should abort the procedure and the access was removed. The patient was undergoing embolization treatment for a medium unruptured fusiform aneurysm located in left internal carotid artery, measuring 20.9mm, landing zone distal 4.3mm, proximal 5.6mm. The vessel was observed severely tortuous.